Event description:
The customer reported, "observed autofill failure." The event occurred prior to t use on a patient. The iabp was replaced and therapy was initiated. No patient injury was reported.

Manufacturer narrative:
Evaluation summary: the device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The company representative observed disconnected drain luer lock to crm causing the autofill failure. The company representative secured the drain luer and performed all leak tests. The iabp was tested to factory specifications. It functioned normally and was returned to the customer. (B)(4).